Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that one (1) infusor device, filled with 5-fluorouracil was leaking, possibly due to something being broken. There was no report of patient injury or medical intervention. The sample is not available for evaluation. No additional information.